Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device cannot insert the cutter; problems with the bur going into the attachment. It was reported that it was very rough and hard to insert. One bur would not go in past the bird logo. It is unk if the device was being used during surgery. It is known that there were no injuries. It is unk if medical intervention was reported. There was no add'l info provided.